Event description:
A surgeon reports dissatisfaction with patient outcomes. Information provided by the surgeon indicates this patient received a lasik treatment on the left eye. At 3 months post-op this patient exhibited a 1 line decrease in bcva. It is unclear if the surgeon feels this patient is harmed or injured, or if the decrease in bcva is temporary or permanent. However, the surgeon has declined to provide any additional information.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.